Event description:
It was reported that when the pump was being used to administer tpn to a neonatal pt the pump only delivered 96.8 ml when it should have administered 144.8 ml when programmed at 18.1 ml/hr. The infusion pump was removed from use. There was no medical or surgical intervention required.